Event description:
Boston scientific received information that the patient with this device received anti-tachy pacing therapy and was shocked eight times for supraventricular tachycardia. The inappropriate shocks resulted in therapy exhaustion. The patient's rhythm started in the vt-1 zone, which was programmed to monitor only and normally accelerated into the therapy zone in which the detection enhancement are not applied. A technical service consultant was contacted and discussed programming options to prevent this from happening. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.